Event description:
It was reported that customer was hospitalized for high blood glucose levels. The cause of hospitalization as per the health care provider was diabetic ketoacidosis (dka). Blood glucose at the time of hospitalization was 577 mg/dl. Significant events leading to the hospitalization were vomiting, high ketones. Customer was wearing the pump at the time of hospitalization. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).